Event description:
It was reported prior to generator change that the atrial lead exhibited noise. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead was returned in two portions. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.